Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was retutned for evaluation. Visual inspection . The actual device was filled with saline solution. The actual device was found to have a leak at the purge line port. Magnifying inspection of the leak found that the tube had been torn and the tear reached the lumen. Electron microscopic inspection of the fracture cross-section of the tube revealed the generation of some streaks going toward the lumen side from the outer circumference side. Electron microscopic inspection of the lateral side of the purge line port revealed that the port had been deformed. This implies that the purge line port was exposed to shock force. Functional testing was conducted on a factory-retained sample. The purge line port was exposed to shock force at the edge where the purge line tube was bonded. The tube got fractured partially. Subsequently, the fracture cross-section was inspected under electron microscope. Some streaks generated in the direction the force had been applied were revealed. This state was confirmed to be similar to that on the actual device. A review of the device history record of the involved product/lot# combination was conducted with no findings. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. -do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir. Based on the investigation result, it is likely that the actual device was exposed to shock force, including hitting force, at the joint of the tube and port of the purge line. From the available information, however, it cannot be definitely determined when and how the actual device was exposed the shock force. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a leak was noted at the purge line port during priming. The procedure outcome is unknown. The was no harm to the patient.